Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the titanium adapter during peritoneal dialysis therapy which led to a leak. The patient was connected for therapy and was in drain five of five at the time of the reported event. During troubleshooting for an unrelated alarm, the patient went to check the drain line in the bathroom and when they stood up, they noticed the disconnection had occurred. The patient had the titanium adapter and their transfer set was due to be replaced. Therefore, the nurse was able to look at the device, but noted no visible damage on either product. There was no patient injury or medical intervention associated with this event. No additional information is available.